Event description:
It was reported that a malfunction occurred on the customer's pump after going through an x-ray at an airport two weeks prior. There was no adverse impact on the customer's blood glucose level. Technical support planned to complete a form on behalf of the customer because the customer had not yet acknowledged receipt of a field correction email notice. Additionally, technical support was set to provide information and assist the customer with resetting the pump once the customer had access to a charger.